Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample and one brand new sample were received for the evaluation. Upon visual examination, cross spike was detached from the line was detected. As part of continuous improvements, a corrective action (CAPA) has been opened. The root cause and action plan will be documented through the formal investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the ICU reached out about the spike set leaking at the spike/tubing connection point. The ICU nurse had to change the set several times.